Manufacturer narrative:
This is the same event as 3010536692-2016-00177, 3010536692-2016-00178, & 3010536692-2016-00179. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly. Patient was experiencing mom complications due to pain and limited mobility: left additional information received 01/14/2016. Patient has now been revised due to both mom complications and infection.